Manufacturer narrative:
The customer¿s reported issue of dimly lit channel select buttons and dim channel identification display was not confirmed or replicated during functional testing. Review of the returned pump module error logs found no errors or malfunctions related to the keypad assembly or the display board assembly . Functional testing of the returned pump modules observed no anomalies with the devices channel select keys or channel identifier brightness. Inspection of the returned devices observed no anomalies with any of the electrical or mechanical components. Log analysis results: review of the returned pump modules error logs found no errors or malfunctions related to the keypad assembly or display board assembly. The customer alleged no patient involvement therefore log analysis was deemed not necessary. Test results: functional testing of the returned pump modules observed no anomalies with the devices channel select keys brightness. The root cause of the customer¿s report of the channel select button on modules appearing to be dimly lit was not determined. The reported issue was not observed during testing. Device history review: review of the source device s/n (B)(4) service history record showed the device had a manufacture date of 04/18/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the channel select button on modules appeared to be dimly lit. The problem was found when checking for segment issue of the latest recall. The pump was not on a patient.